Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. Complaint can be confirmed through the returned product analysis. Review of the most recent checklist determined the lid seal was damaged causing locking issues. There was a connection issue with the funnel. Unit returned unrepaired. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the lid seal in the aseptic battery housing was damaged causing locking issues and there was a connection issue with the funnel. Attempts have been made and no further information has been provided.